Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery where rhbmp-2/acs was implanted on (B)(6)-2006. No further information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 "patient is scheduled to undergo a 1-level360. We will use femoral ring allograft with infuse and sextant screws in the back." (B)(6) 2006 two views of the lumbar spine during surgery indicates artificial disc at the l5-s1 level interspace, surgical screws are seen through the l4 and l5 and s1 pedicles with posterior stabilizing rods in place and anterior screws seen to the anterior "superior endplate of s1. (B)(6) 2006 per medical record patient ¿is a follow up patient. He is status post l5-s1 360 fusion with posterior sextant pedicle screw. The patient is doing okay, however he is having some right buttock pain. He is ambulating without assistance. He states his back does feel more stable. On physical exam today, wounds anteriorly and posteriorly are healing well, no sign of infection. Straight leg test is negative bilaterally. Motor function is intact both lower extremities. Dtrs are symmetrical. X-ray ap and lateral of the lumbar spine today, instrumentation is in good position, bone plug in good position anteriorly." (B)(6) 2006 patient returns today for follow-up. Per medical record "he is doing very well. His back pain is minimal. He does have some occasional muscle fasciculations in his right leg. He has some allodynia over the bottom of his rightfoot. He is doing well however on the lyrica. Today we are going to place him in a gentle stretching activity program for his right hamstring tightness. His incisions are clean, dry and intact. He did have a small dehiscence anteriorly however; this is now healedwithout any sequelae." (B)(6) 2006 patient returns today and is status post a l5-s1 360 lumbar fusion. Patient states his lower back pain is about 70 percent improved. He still has some lower back pain with activities and occasional right lower extremity pain. He has not performed any physical therapy yet. On physical exam today his wounds are healed in the abdominal and lumbar area. Motor function is 5/5 in both lower extremities. Straight leg test is negative. Sensation is intact to both lower extremities. Gait is within normal limits and deep tendon reflexes are symmetrical at the achilles and patella tendons. (B)(6) 2006 patient is status post 360 lumbar fusion in (B)(6). The patient is progressing well on stabilization exercises and increasing his strength in both lower extremities. The patient states the pain is now only 3 to 6 out of 10. The patient will continue physical therapy and be followed up in the office. (B)(6) 2006 patient is status post l5-s1 360 lumbar fusion. The patient comes in today complaining of increased lower back pain and pain in her back and left side of the buttock. No shooting pain down the left lower extremity. The patient was doing better however; the pain is gradually coming back. He cannot think of any trauma. The patient did undergo physical therapy but did not improve much. X-rays ap and lateral of the lumbar spine today look good. No loosening of the screws. The bone is healing well. (B)(6) 2006 patient presents for CT which indicates ¿post-op changes of fusion at level l5-s1. The upper orthopedic screw at the level of l5 on the left side is slightly traversing the bony cortex of the medial aspect of pedicle of l5. The lower screw on the right side at the level of s1 is protruding to the bony cortex of s1 neural foramen. Obliteration of upper fat planes in the spinal canal at the level of l5-s1 on the right side could be due to epidural scarring and possibility of recurrent herniation hidden within this scar tissue cannot be entirely ruled out. Bulging disk seen at the level of l5-s1." (B)(6) 2006 patient is status post l5-s1 360 lumbar fusion. He is continuing to have left buttock pain with thigh pain and right calf pain. However, his low back pain is the most severe at this time. He is here for review of the CT scan of lumbar spine today. Review of the CT of the lumbar spine shows screws in good position. There is evidence of malformation. Lung part is in very good position. (B)(6) 2006 patient is is status post l5-s1 360-lumbar fusion. The patient's lower extremity pain is much better. However, he does continue to have low back pain worse with extension of his lumbar spine. Per x-ray ap and lateral of lumbar spine today, instrumentation is in very good position interbody graft is essentially fused. There is no loosening of instrumentation. (B)(6) 2006 patient presents with complaints of crawling symptoms and sensations along his right leg. Per medical record "these are happening more in his right leg than left. He also complains of numbness in his bilateral feet. He has had a stinging-type condition in his feet, which has been constant over the past 8 years; however, now he has developing an ache in the balls of his feet after walking approximately a block. On examination today, he has a negative straight leg has bilaterally. He has palpable pulses distally." (B)(6) 2006 patient presents for follow-up study he underwent a second low back surgery (B)(6) 2006. He complains of continued low back pain into both lower extremities right is worse than the left. He complains of constant burning dysesthesias in both legs and feet. Per medical record "patient continues to have an absent righttibial h-reflex." Dos (B)(6) 2006 patient presents for a follow-up. "He is status post l5-s1 360 lumbar fusion approximately 1 year ago. He is presents for review of the emg of his lower extremities. Emg was negative to both lower extremities. He still complains of primarily burning symptoms in the top of both feet. The patient states it is starting to get so severe at times that he cannot drive. He states this stinging-type condition has been present constantly over the past 8 years." Dos (B)(6) 2007 patient presents for follow-up. Per medical record "patient. He is status post l5-s1 360-degree lumbar fusion approximately 1 year ago. The patient is status post l5 selective nerve root blocks. The patient states the injection did not provide any much relief. He still complains primarily of burning symptoms on the top of the feet and radiating pain down both lower extremities. He has had emg in the past which was negative bilaterally. The patient states his pain is starting to become severe." Dos (B)(6) 2007 MRI of the lumbar spine with and without contrast indicate "patient had previous l5-s1 arthrodesis with pedicle screw instrumentation. T1-t2 and contrast-enhanced images show interbody fusion at l5-s1. There is noted epidural fibrosis posteriorly. There appears to be signal change anterior to the fusion and also posterior. There is mild evidence of l4-l5 disk degeneration; however, no evidence of bulging or foramina compression on the parasagittal views. On the right side, there is some l5 neuroforaminal narrowing which more likely with the contrast enhancement is epidural fibrosis." Dos (B)(6) 2007 patient is a follow-up patient. He is status post approximately 1 year from his l5-51 360-degree lumbar fusion with pe rcutaneous instrumentation. The patient comes to us today for MRI review of the lumbar spine with and without contrast. He continues to have significant low back pain and burning pain in his right lower extremity that radiates from the buttock to the right posterior calf into the bottom and top of the right foot. He does also have occasional numbness on left foot. However, most of his symptoms are right-sided. We have tried physical therapy and multiple epidural steroid injections which have not provided relief. Dos (B)(6) 2007 patient presents with c/o pain. Patient underwent removal of section of a pedicle screw and right l5-s1 microlumbar decompression. The section rods were removed without difficulty. Introduced was the pedicle screwdriver to remove the four pedicle screws without difficulty. Gelfoam was placed into each pedicle hole. Next, there was found the ls-s I interspace. A decompressive hemilaminectomy was performed with a generous foraminotomy of the right s I nerve root. There was found to be noted epidural fibrosis, however, no disc herniation compressing the nerve root. Dos (B)(6) 2007 patient returns today approximately 3 weeks out from his hardware removal and decompression of his right l5-s1 air space. Overall, he is doing fairly well. He has some soreness in his back; however, this is starting to subside. His skin incision is healing nicely. He still has some burning sensation in his right calf into his foot. Dos (B)(6) 2007 patient presents 6 weeks post-op from his hardware removal and decompression at l5-s1 disc space. Per medical record patient c/o severe stubbing pain and some stubbing. However he does still have some burning sensation in his right calf and into his foot. Dos (B)(6) 2008 patient presents for a follow-up approximately 2 years post-op 360 lumbar fusion at l5-s1. Per medical record patient suffers from "posttraumatic lumbar strain secondary to motor vehicle accident.." Patient now c/o increased low back pain and right lower extremity pain anteriorly and posteriorly in his thigh. Dos (B)(6) 2011 patient presents with c/o postlaminectomy pain in the lumbar spine with a chief complaint of axial lumbosacral pain, also pain radiating into the feet. He also has secondary complaints of mid back and cervical pain, possible myofascial or spondylotic in nature. Dos (B)(6) 2011 patient underwent trial dorsal stimulator-dorsal column dos (B)(6) 2011 patient presents with c/o post laminectomy pain. He has failed multiple therapies including lumbar surgery. He is 3 days s/p a medtronic scs trial. He reports 60% improvement in pain. Dos (B)(6) 2011 patient underwent outpatient procedure of implantation of spinal cord stimulator leads and generator. Patient tolerated procedure well and was discharged in good condition. Dos (B)(6) 2013 patient underwent CT of the lumbar spine in comparison to (B)(6) 2011 which revealed "there are 5 lumbar vertebrae. Vertebral body height and alignment are maintained. Status post l5-s1 fusion solid bony bridging noted across the disk space and facet joints. Ghost tracks noted in the l5 and s1 pedicles. Epidural lead enters the spinal canal at the level of t12-l 1 and courses cranially. Limited evaluation of posterior abdominal structures is unremarkable. Evaluation of soft tissue spinal canal contents inherently limited by CT technique with better characterization offered by MRI. T12-l 1: no spinal canal stenosis or neuroforaminal narrowing. L1-l2: mild bilateral facet arthrosis is noted. No spinal canal stenosis or neuroforaminal narrowing. L2-l3: mild bilateral facet arthrosis is noted. No spinal canal stenosis or neuroforaminal narrowing. L3-l4: circumferential disk bulge and mild bilateral facet arthrosis noted. No spinal canal stenosis or neuroforaminal narrowing. L4-l5: circumferential disk bulge and mild bilateral facet arthrosis noted. There is mild central canal stenosisand mild left neuroforaminal narrowing. L5-s1: status post bilateral laminotomy. Mild circumferential disk osteophyte complex along with moderate bilateral facet arthrosis result in no significant spinal canal stenosis or neuroforaminal narrowing. Dos (B)(6) 2013 patient presents with c/o back pain per medical record "pain is consistent with lumbar post laminectomy syndrome".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient presented with the preoperative diagnosis of l5-s1 discogenic pain and degenerative disc disease. The patient underwent surgery which consisted of a l5-s1 discectomy and 360 fusion with posterior pedicle screws. Per the operative report ¿¿a partial corpectomy took place back to the posterior longitudinal ligament with achieving punctate bleeding bone in both the superior and inferior portion of the end plates at s1 and l5 respectively. After all of the cartilage was removed, the appropriate size was placed and a 14 fit the best. Prior to this, a small infuse kit was on the operative field soaking. One sponge of the small infuse kit was then placed in the femoral ring allograft. Prior to this, 10 ml of optecure, half of this was used to place in the posterolateral area of the partial corpectomy defect. The femoral ring allograft was then introduced in the interspace and tapped back several mm into the end of the ring. A 6.5 x 30 mm blocking screw was placed in the sacrum. The remainder of the optecure was then gently placed on top of the femoral ring allograft. The anterior wound was then closed¿. Under lateral fluoroscopic interpretation, a 062 k-wire was docked on the l5-s1 facet capsules. Sequential dilatation took place over this with a tube system. The articulating facet was then found and decorticated and taken down with the midas rex burr. After this, optecure was placed in the defect as well as the infuse sponge was cut in half, one half was placed on either side of each facet capsule. Optecure was placed over the top of this. The tube system was then removed. Next under biplane fluoroscopy, a jamshidi needle was introduced in the l4 and si pedicles bilaterally. There was good placement under fluoroscopic interpretation. K-wires were then placed. Next, rotation took place and tapping of each pedicle over the wire. The tap was stimulated and everything was found to be greater than 20 milliamps. 45 mm screws were placed in the l4 pedicle and 40 mm screws x 6.5 were placed in the s1 pedicles. 6.5 x 45 mm size pedicle screws were placed in l5 after this was done, the housing was made and the appropriate rod length which was 40 mm in length, it was placed in compression with the set screws broken oft: this took place on the contralateral side as well. There was excellent placement of the hardware visualized on ap and lateral films¿¿ no patient complications were noted. On (B)(6) 2006 the patient was discharged from hospital. (B)(6) 2007: it was reported that a revision surgery occurred on this date that entailed hardware removal. On (B)(6) 2007 the patient presented with chronic back pain and bilateral lower extremity pain (entire right lower extremity and his left foot). The patient reported having some problems with the screws contacting the muscles in his back, causing extreme discomfort. The patient also reported parathesis in both feet; insomnia due to pain; sexual problems due to pain; difficulty walking; and depression secondary to pain and decreased function. The patient was using a tens unit to help with pain. It was noted in the doctor¿s report that the patient displayed tenderness of lumbar facets bilaterally with spasm; an antalgic gait; and had to change position frequently, the doctor referenced a (B)(6) 2007 MRI which demonstrated previous arthrodesis at l5-s1 with mild right l5 neuroforaminal narrowing and right lateral recess stenosis with epidural fibrosis. The doctor also referenced a emg with nerve conductive study that occurred on (B)(6) 2006 which showed continued absence of right tibial h reflex ¿¿ mostly post op residuals¿. On (B)(6) 2007 the patient complained of back, leg, and foot pain. On (B)(6) 2008, (B)(6) 2008 the patient presented chronic lower back pain radiating into bilateral feet right more than left. The patient described the pain as stinging; achy and with a burning quality. The patient also complained of insomnia because of pain and social activities severely limited due to his pain. Also, presented were: decreased rom of the lumbar spine; tenderness to palpitation over lumbar spine; constipation due to pain medications; and gerd aggravated by multiple pain medications. On (B)(6) 2008 the patient presented back and leg pain and paresthesia in right hand described as starting after a mva conducted on (B)(6) 2008. On (B)(6) 2008 the patient complained of back, leg, and foot pain. On (B)(6) 2008 the patient complained of chronic lower back pain radiating into bilateral lower extremities with an achy, burning quality and stinging in feet. The patient presented with insomnia because of pain; parasthesias bilateral feet; xerostomia due to medications; constipation due to pain medications; gerd aggravated by multiple pain medications, and failure to relieve pain with methadone, mscontin, oxycontin, duragesic, opana ir, or percocet; on (B)(6) 2008 the patient presented with pain in the lower back radiating into bilateral lower extremities with an achy and burning quality as well as tenderness to palpitation over lumbar spine and spasms at l2-l3 levels. On (B)(6) 2008 the patient presented with pain in the lower back radiating into bilateral lower extremities with an achy and burning quality. The patient complained that the medication opana was giving him nightmares, loss of memory, and delusions. The patient also presented decreased rom of the lumbar spine; tenderness to palpitation over lumbar spine; spasms at l2-l3 levels; impotence because of pain; insomnia due to pain; parasthesias bilateral feet; xerostomia due to medications; constipation due to pain medications; gerd aggravated by multiple pain medications; and failure to relieve pain with methadone, mscontin, oxycontin, duragesic, opana ir, percocet. On (B)(6) 2009 the patient presented with pain in the lower back radiating into bilateral lower extremities with an achy and burning quality; heaviness in his legs, and the inability to stay in any position for greater than 10 minutes. The patient complained that the medication opana was giving him nightmares, loss of memory, and delusions. The patient also presented decreased rom of the lumbar spine; tenderness to palpitation over lumbar spine; spasms at l2-l3 levels; impotence because of pain; insomnia due to pain; parasthesias bilateral feet; xerostomia due to medications; constipation due to pain medications; gerd aggravated by multiple pain medications; and failure to relieve pain with methadone, mscontin, oxycontin, duragesic, opana ir, percocet. On (B)(6) 2009 the patient presented with chronic low back pain with right lower extremity radiculitis; post lumbar laminectomy pain syndrome; complex regional pain syndrome, type I, right lower extremity; pelvic girdle dysfunction - left posterior ilial rotation; and post-operative epidural fibrosis . The patient also complained of constant left knee swelling and stiffness and limited tolerance with sustained sitting. On (B)(6) 2009 the patient present with pain. In a functional capacity summary, the doctor reported that the patient had reached the maximum rehabilitation potential (mrp) for the work-related lumbar spine injury, and he would not benefit from physical therapy intervention . The doctor wrote that the patient retained the residual functional capacity to safely perform 80% of essential job functions however was not capable of safely performing some aspects of the 20% of essential job functions . On (B)(6) 2009 the patient presented with pain. In an impairment evaluation the doctor wrote that the patient was at ¿maximum medical improvement¿. It was also reported that the patient was capable working at a restricted light physical demand level range however that restriction would keep him from being able to return to his previous occupation. On (B)(6) 2009 the patient presented with pain in the lower back radiating into bilateral lower extremities with an achy and burning quality. The patient reported that after the functional capacity exam ((B)(6) 2009) he had terrible pain for days. The patient also presented with decreased rom of the lumbar spine; tenderness to palpitation over lumbar spine; spasms at l2-l3 levels; impotence because of pain; insomnia due to pain; parasthesias bilateral feet; xerostomia due to medications; constipation due to pain medications; gerd aggravated by multiple pain medications; and failure to relieve pain with methadone, mscontin, oxycontin, duragesic, opana ir, percocet on (B)(6) 2009 the patient presented with back pain. On (B)(6) 2009 the patient presented with increased pain in the lower back radiating into bilateral lower extremities with an achy, burning quality which improved with pain medications and rest but worsened with standing, walking, and bending and increased pain in both knees. The patient also complained of severe depression as well as anhedonia. The patient stated his thoughts were cloudy with or without pain medication and that he was having trouble focusing and keeping his thoughts straight. The patient also presented with decreased rom of the lumbar spine; tenderness to palpitation over lumbar spine; spasms at l2-l3 levels; impotence because of pain; insomnia due to pain; parasthesias bilateral feet; xerostomia due to medications; constipation due to pain medications; gerd aggravated by multiple pain medications; and failure to relieve pain with methadone, mscontin, oxycontin, duragesic, opana ir, percocet on (B)(6) 2009 the patient presented with pain in the lower back radiating into bilateral lower extremities with an achy and burning quality. The patient also presented with decreased rom of the lumbar spine; tenderness to palpitation over lumbar spine; spasms at l2-l3 levels; impotence because of pain; insomnia due to pain; parasthesias bilateral feet; xerostomia due to medications; constipation due to pain medications; gerd aggravated by multiple pain medications; and failure to relieve pain with methadone, mscontin, oxycontin, duragesic, opana ir, percocet on (B)(6) 2009 the patient presented with back pain. On (B)(6) 2009 the patient presented with pain in the lower back radiating into bilateral lower extremities with an achy and burning quality. The patient also presented with decreased rom of the lumbar spine; tenderness to palpitation over lumbar spine; spasms at l2-l3 levels; impotence because of pain; insomnia due to pain; parasthesias bilateral feet; xerostomia due to medications; constipation due to pain medications; gerd aggravated by multiple pain medications; and failure to relieve pain with methadone, mscontin, oxycontin,duragesic, opana ir, percocet. On (B)(6) 2009 the patient complained of back and leg pain. On (B)(6) 2009 the patient complained of back pain. On (B)(6) 2009 and (B)(6) 2010 the patient presented with pain in the lower back radiating into bilateral lower extremities with an achy and burning quality. The patient also presented with decreased rom of the lumbar spine; tenderness to palpitation over lumbar spine; spasms at l2-l3 levels; impotence because of pain; insomnia due to pain; parasthesias bilateral feet; xerostomia due to medications; constipation due to pain medications; gerd aggravated by multiple pain medications; and failure to relieve pain with methadone, mscontin, oxycontin, duragesic, opana ir, percocet. On (B)(6) 2010 the patient complained of back and leg pain. On (B)(6) 2010 the patient complained of back pain. (B)(6) 2010 the patient presented with pain in the lower back radiating into bilateral lower extremities with an achy and burning quality. The patient also presented with decreased rom of the lumbar spine; tenderness to palpitation over lumbar spine; spasms at l2-l3 levels; impotence because of pain; insomnia due to pain; parasthesias bilateral feet; xerostomia due to medications; constipation due to pain medications; gerd aggravated by multiple pain medications; and failure to relieve pain with methadone, mscontin, oxycontin, duragesic, opana ir, percocet. On (B)(6) 2010 the patient presented with pain in the lower back radiating into bilateral lower extremities with an achy and burning quality that improved with pain medications and rest but worsened by standing, walking, and bending. The patient also presented impotence because of pain; insomnia; parasthesias bilateral feet; xerostomia due to medications; failure to relieve pain with methadone, mscontin, oxycontin, duragesic, opana ir, percocet; constipations to pain medications; gerd aggravated by multiple pain medications. The patient was discharged from service per the doctor¿s notes, for: ¿refusing to follow my medical advice and guidelines¿ (violation of narcotic contract). On (B)(6) 2010 the patient presented in an impairment evaluation: chronic low back pain and radiculitis, right lower extremity. On (B)(6) 2010 in a functional capacity summary the patient demonstrated ¿valid pain behavior with symptom reports¿ and ¿objective evidence of physical impairments and functional limitations¿.

Manufacturer narrative:
Additional information: review of radiographic imaging found as follows: (B)(6) 2006 ap/lateral views of l5/s1 showing sextant pedicle screws at l5 and s1 bilaterally spanned by minimal access rods. Femoral ring allograft is seen within the disc space with transfixing screw from alif procedure.